Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatric pt is a clinical trial participant in a foreign study unrelated to the dexcom device. Study co-ordinators informed dexcom that the pt had a sensor inserted by a study nurse on (B)(6) 2010 and experienced a sensor failure approx three hours later. The failed sensor was not removed until (B)(6) 2010 due to a holiday weekend. Upon removal of the failed sensor, the study nurse discovered a broken sensor wire and suspected a retained distal fragment in the pt's abdomen. The presence of the sensor fragment was confirmed by x-ray. Study medical personnel decided to leave the sensor fragment in situ and the pt has not complained about the retained sensor fragment since the incident.